Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. Therapy dates for the following concomitant devices are unknown at this time: model 3143 (x2), scs lead; model 3343, scs extension. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the physician explanted and replaced the patient¿s ipg. The ipg pocket site was also relocated.